Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and reader was observed to be damaged due to use related issue. Therefore, this issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc reader. Customer reported receiving an "unknown" message when inserting a test strip and was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as a loss of consciousness, and a seizure, requiring thrid-party administration of juice for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc reader. Customer reported receiving an "unknown" message when inserting a test strip and was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as a loss of consciousness, and a seizure, requiring thrid-party administration of juice for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.